Event description:
(B)(6) reported high shock impedance. Lead to be evaluated further. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
22-oct-2023 - out of range shock impedance (greater than 150 ohms) was reported via home monitoring again. Full lead evaluation in office was recommended. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.